Event description:
Allegedly, patient revised due to pain and possible adverse reaction to metal debris.

Event description:
Allegedly, patient revised due to pain and possible adverse reaction to metal debris.

Manufacturer narrative:
See attached.

Event description:
Allegedly, patient revised due to pain and possible adverse reaction to metal debris.

Manufacturer narrative:
See attached.